Event description:
It was reported that during testing conducted at the user facility, the device ran without user activation. As this occurred during testing, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Upon functional testing, the technician confirmed the reported event. The technician visually detected that the handswitch lever was loose and there was a dent in the rotor. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that during testing conducted at the user facility, the device ran without user activation. As this occurred during testing, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.